Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive, a cartridge alarm (alarm 1) and screen button alarm (alarm 22) occurred. Contact could not recall details that led up to the alarms. The touchscreen issue was resolve when the button alarm occurred. There was no reported impact to customer's blood glucose. Contact declined tandem technical support's offer to troubleshoot the reported alarms.